Event description:
Report received indicated that a 49 year old female pt presenting with hydrocephalus (after sub-arachnoid hemorrhage) was implanted with the valve on february 23, 1998, since the next day of implantation, overdrainage was noted with slit ventricle. The valve was explanted on march 9, 1998 and replaced. Pt condition was reported as satisfactory, as of march 12,1998.